Event description:
It was reported that after the insertion of the catheter it was noticed that the cuff was drilled.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed 100% inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Hole could be occurred due to various reasons. However, in the absence of returned sample and limited information available for this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the insertion of the catheter it was noticed that the cuff was drilled.